Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that the promus stent was advanced to the lesion and upon deployment the stent delivery system balloon would not inflate. The balloon did not inflate at all and the inflation device did not register any pressure at all. Upon removal of the device after the failed inflation; the balloon was found to have a tear in it. Reportedly, there was no pt injury. No additional event or pt info is available. Physician commented: "since it was reported that it was ostial lesion and was not calcified, the physician commented that the promus might have been ruptured prior to use." This event is being filed based on the analysis of the returned device. Although, it was reported that the device did not inflate at all upon return of the product it was revealed that the proximal and distal ends of the balloon were partially inflated. Additionally, there was a tear in the balloon material. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.